Manufacturer narrative:
Summary of evaluation: evaluation results received from howmedica gmbh,in kiel, germany, indicate that this event would be design related.

Event description:
The gamma target device broke during a surgical procedure. No adverse consequence to the patient or surgical delay was reported.